Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: (B)(4), model: db-2202-45, serial: (B)(4).

Event description:
It was reported that the patients lead site neck incision was not healing properly after an implant procedure. The physician washed the wound out and added a layer of dissolvable sutures and staples. No infection was present but the patient was administered antibiotics. It was noted that the patient was dirty and had been wearing a heavily soiled sweatshirt with dried blood clots around the collar and hood. Upon follow up, the patient was again wearing the same blood soaked shirt and had crusty blood on the staples behind the right ear. The patient stated the incision is not bothering him.